Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 27th march 2024, getinge became aware of an issue related to the 91-series washer disinfectors, with the model 9120 with serial number (B)(6). The washer disinfector was manufactured on 29th june 2015. The intended use of the 91-series washer disinfector is to perform cleaning, low or intermediate level disinfection (thermal or chemical) and drying of medical items suitable for soaking in water. As reported, a part of the upper hatch fell to the ground. A trend review of customer product complaints related to the same issue for this type of device over the past five years was conducted but did not reveal any patterns that would warrant further investigation. Based on the information gathered, it was determined that the upper hatch fell due to incorrect assembly performed by the technician. As a preventive measure, fall protections for the upper hatches were added to all customer (B)(4) units serviced by the technician. When the incident occurred, the product was directly involved. At the time of the incident, the product was not in use for patient treatment or diagnosis. To date, we have not been informed of any serious injuries resulting from the reported issue; however, we have chosen to report the matter as a precaution, given the potential for serious injury if the situation were to recur. Currently, there is no information that would warrant further action concerning the manufacturing of the device or devices on the market. However, in accordance with our complaint handling procedures, we will continue to monitor customer feedback regarding the device for any new information.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On march 27, 2024 getinge became aware of an issue with the 91-series washer disinfector with the model name: 9120. As it was stated the fall protection was fixed. Further information became available on april 2, 2024 and gathered information allowed us to establish that the hatch above the door was not seated correctly and fell off to the floor. So far, we have not been informed about any serious injury as a consequence of reported issue, however we decided to report the issue based on the potential for a serious injury if the situation was to reoccur.